Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was tested with liquid filled reservoir and no air bubble anomaly noted. The insulin pump received with cracked battery tube threads and cracked reservoir tube lip. Drive support was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600+ mg/dl. The customer had symptoms such as headache, nausea and dizziness and treated with manual injections. Customer's blood glucose value was 83 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. The customer declined to check for the presence of air bubbles. The product was returned for analysis.